Event description:
The event occurred on an unspecified date and involved a 3-gang 1o2® manifold w/back check valve, rotating luer. It was reported one or two complaints about leaking from where the pieces are heat bonded together, no physical defect noted and no patient harm. There was patient involvement and no patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.